Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was performing a cemented hemiathroplasty (c-stem bipolar) and the bone cement cured (harden) at approximately 6-7 minutes versus the normal time of approximately 14 minutes. The surgeon was not able to fully implant the femoral stem at the correct place. The surgeon had to do revision surgery to remove the implant and the bone cement. Another femoral stem was implanted with another packet of bone cement. The original duration of surgery was expected to be less than 2 hours, with the incidence the total time on table for patient was about 6-7 hours. Patient consequence? Yes. Patient consequence description:the surgery was extended from estimated <2 hours to more than 6 hours. Action taken for procedure: revision of cemented femoral stem (removal of implant and bone cement). Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed (B)(4) 18 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.